Event description:
Removing of the #5 cr 13mm trial insert - upon removal staff noticed the broken insert.

Manufacturer narrative:
A picture of the device that confirms the reported event was provided. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the manufacturing lot conclusion: the reported device is under the scope of nc. The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa.

Event description:
Removing of the #5 cr 13mm trial insert - upon removal staff noticed the broken insert.

Manufacturer narrative:
Corrected data: lot #: ppm2p14. Device manufacture date: 11/28/2007. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Removing of the #5 cr 13mm trial insert - upon removal staff noticed the broken insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.